Event description:
The customer reported that the insulin pump alarmed motor error for the past month, and the infusion set and reservoir were changed, but the issue was not resolved. The blood glucose reading was 115mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk. The motor passed the motor test.